Manufacturer narrative:
Covidien requested that the speaker assembly be returned for investigation. Customer has declined to return the speaker assembly.

Event description:
Covidien received a report on a n-395 from a biomedical engineer that during preventive maintenance a wire was found broken off of the speaker. The unit would be without audio.